Event description:
It was reported that this lead was suspected to exhibit high capture thresholds and impedance issues. A revision procedure was performed and the physician opted to cap this lead and implant a new one. No additional adverse patient effects were reported.